Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient went into the hospital on (B)(6) 2013 for pneumonia and a bacterial infection unrelated to the stimulator. Several days later while in the hospital, the patient stopped feeling stimulation. The recharger was unable to be found so the stimulator quit. After she returned home, the patient was also unable to adjust stimulation with the programmer the batteries were changed and the programmer began to function. The charge stimulator screen came on. Additional information was requested, if received, a follow up report will be sent.